Event description:
It was reported that while stimulation is turned on the pt felt acute pain in the perineum while walking. There was no known accident or incident related to the complaint. The pt had an appointment scheduled with her hcp for the following week. Add'l info received from the hcp reported that the pain was caused by a wound. The pt had a serous discharge from her midline incision overlying the lead insertion site, and redness at the site. The pt was treated with 21 days of oral antibiotics and re-epithelialization and closure of the superficial separation at the site was noted. It was reported that the pt did not require hospitalization.

Manufacturer narrative:
(B)(4).